Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the hydratome rx sphincterotome tip cracked. The target lesion was in the common bile duct (cbd). A hydratome rx sphincterotome had been advanced through the unspecified type of scope when the tip cracked. A second hydratome rx sphincterotome was advanced, but unable to be used to perform the sphincterotomy as the cut wire was not bowing or bending. A third hydratome rx sphincterotome was successfully used in the procedure. An rx lithotripter basket was then advanced and successfully used "multiple" times before the basket failed to open properly and became stuck in the catheter. The procedure was able to be completed with another rx lithotripter basket. There were no patient complications reported; however, the patient's current condition is unknown. Note: please refer to MFR #3005099803-2008-04940 the report on the other tome device and MFR #3005099803-2008-04935 for the report on the basket.

Manufacturer narrative:
Product analysis could not be performed due to the device not being returned; customer has disposed the device. During manufacturing, the tome device is 100% inspected for tip integrity and any defect is scrapped and documented in the device history record (DHR). A DHR review of the lot was performed and revealed 3 devices were scrapped from the lot for split tips. Based on the evaluation of other devices with the same complaint (split/cracked tip), the most probable root cause is undeterminable since this could be due to user handling, caused by other device or manufacturing, and cannot be determined without evaluating the device.